Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device post fractured during exchange in the trialing process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) found that the central post feature has fractured off from the device. Additionally the device demonstrates gouges, nicks, and scratches that are indicative of heavy use. Device history records were reviewed and no discrepancies were found. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.